Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models include: 4067, 5076, 4068. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term follow-up of right ventricular inlet septal pacing. 16 (2016): 2045-2047. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports three patients had lead-related complications. One patient experienced pericardial irritation, one patient developed cardiac tamponade, and one patient experienced chronic pacing threshold increase. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.